Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  Complaint information is trended on a regular basis to determine if further investigation is warranted.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during unknown  surgery, when severing intestine tissue, after fired, noted the distal staples malformed . The surgeon noted one staple protruding. The doctor stitched and reinforced by hand. The patient was checked on (B)(6) and no anastomotic leakage occurred. No additional information can be provided.  There were no patient consequences or change to the post-operative care of the patient.